Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the patient stated "I think might be allergic to the nickel battery and I'm going to an allergist to see if I'm allergic to it". The patient saw their doctor on (B)(6) 2018. The patient has another appointment friday (B)(6) with dermatology to do a nickel test to see if the patient is allergic to it or not. The patient has been breaking out with five rashes. The rashes are very itchy and when they scratch welts come out. The rash is all over the patient's body. The internist put the patient on antibiotics. The ins is working great. The patient will be meeting with the rep on (B)(6) to perform an impedances test. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Device code (B)(4) no longer applies. Information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's allergic reaction and breaking out in rashes is unknown. It is unknown what actions/interventions were taken and the issue has not been resolved. Information was confirmed with physician. No further information was reported. Additional information was reported that the patient is having significantly more nerve pain since surgery, but he can't turn off the ins otherwise the pain is intolerable. The patient stated that he can't walk at all if the ins is not on. Group a (recharge interval 13 days) to cover bilateral buttocks, hips, and legs to toes. The stimulation is stronger on the left than the right, per the patient's request. The patient stated that when he lies on his back the stimulation increases in intensity and the stimulation covers low back. The dermatology report stated that the patient is not allergic to the ins or its components. The patient was satisfied with results of today's visit ((B)(4) 2018). No further information was reported.